Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak. At 1 week post-op, implantation of a balloon expandable stent did not resolve the endoleak. The endoleak was subsequently resolved at 2-weeks post-op with the implantation of an aortic cuff followed by thrombin injection into the aneurysm sac; one of the renal arteries was occluded during the re-intervention. As of the date of this report, there have been no additional patient sequelae reported.